Event description:
This lead was implanted on (B)(6) 2003 and was capped on (B)(6) 2014 due to noise. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).